Event description:
A customer reported obtaining unexpected negative reactions with the 3-cell screening assay on the galileo echo (#(B)(4)) for a patient with a history of having anti-c.

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files which showed negative results were obtained for all cells on the initial antibody screening assay. Cells 2 and 3 visually appeared to have some red cell adherence and both cells were c positive cells. The positive control well appeared positive as expected with a well score of a 4+ interpretation. Review of the antibody identification assay results showed the customer received 3 - 4+ reactions on cells 2-14 except cell 5 which resulted as 1+ positive. The positive and negative control wells appeared as expected with well score of 4+ for positive control and 0 for negative control. The customer repeated the same sample and received an equivocal (?) Reaction on cell 2 and 3+ on cell 3. Cells 2 and 3 appeared to have some red cell adherence. The positive control well appeared positive as expected with a well score of a 4+ interpretation. The customer stated that she did not change any reagents on the instrument. All other samples tested around the same time resulted as expected. The customer was made aware that negative antibody screening and identification results on the echo are to be visually inspected prior to release of results. This issue was communicated to customers in technical communication (B)(4) on (B)(4), 2009.